Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. A day after the event onset, the patient was hospitalized and was treated with vancomycin injection (1 gm, every 72 hours, intravenous, discontinued after nine days) and ceftazidime injection (1 gm, per day, intravenous, discontinued after nine days) for the event. Ten days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.